Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 crts (B)(4) (con): information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient was in any other position, he needed to change the stimulation frequency because it was too high. The patient further reported that when he was laying down, he had to manually adjust the stim because it was shocking him. The adaptive stim (as) settings needed to be adjusted and requested on how to make the adjustments to the as. This was considered to be an intermittent sudden change in therapy/symptoms. There were no further complications reported or anticipated.